Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2009; 5076-52 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced early battery depletion. The device was explanted and replaced. During the changeout of the ICD, an insulation crack was noted on the left ventricular (lv) lead immediately distal to connecting pin. There was also low impedance on the lead. The physician attempted to repair the insulation and repositioned the lead in the pocket. The lead remains in use. No patient complications have been reported as a result of this event.